Manufacturer narrative:
A portion of this lead was received for analysis. Upon receipt, the lead under complaint was found cut 11cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the shock coils and lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing leading to inappropriate shock. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead capped due to noise causing inappropriate shock. Should additional information become available, it will be added to this file.